Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number. Therefore, the expiration and device manufacture dates are unknown. Medical device problem code (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported that there was a rectal wall protrusion from spaceoar. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.